Event description:
Additional information was received from a patient. It was reported that the patient notified the health care provider (hcp) of the previously reported issues and confirmed that the wire was broken. It was also stated that the circumstances the led to the reported issue was the wire.

Manufacturer narrative:
The main component of the system, other applicable components are: product ID: 748251, serial# (B)(4), implanted: (B)(6) 2006-, explanted: (B)(6) 2015, product type: extension. Product ID: 3387s-40, lot# v012713, implanted: (B)(6) 2006, product type: lead.

Event description:
Information was received from a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported that the patient experienced a loss of stimulation; no date onset was provided. The patient stated that he only has one implantable neurostimulator (ins) as a wire was broken on the other system; the patient did not know any details regarding the broken wire. The lead and the ins associated with the broken wire was explanted "a couple of weeks ago". The patient later stated that the whole system was explanted in (B)(6) 2016 due to the broken wire. The patient also stated that he is no longer using both of his devices. It is unknown when the issue began occurring.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.